Manufacturer narrative:
This report is submitted on january 19, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. This report is submitted on may 20, 2024.